Manufacturer narrative:
(B)(4). Publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: ultrasonically activated shears reduce blood loss without increasing inflammatory reactions in open distal gastrectomy for cancer: a randomized controlled study. Author/s: seung-young oh, md, boram choi, ms, kyung-goo lee, md, hwi-nyeong choe, bn, hye-joo lee, bn, yun-suhk suh, md, seong-ho kong, md, phd, hyuk-joon lee, md, phd, woo ho kim, md, phd and han-kwang yang, md, phd. Citation: ann surg oncol (2017) 24:494¿501; doi 10.1245/s10434-016-5518-3. The purpose of this prospective study was to evaluate the efficacy and safety of ultrasonically activated shears (uas) through a comparison with conventional monopolar electrocautery (cme) in open radical distal gastrectomy (dg) for gastric cancer. From october 2011 to november 2012, a total of 49 patients were enrolled and randomly assigned to the cme (n=24) and uas groups (n=25: n=18 males and n=7 females, mean age: 54.7 years, age range: 34-70 years, mean bmi: 23.4 kg/m2, bmi range: 19.5-29.5). 23-cm harmonic ace curved shears (ethicon) was used in the uas group for routine procedures in dg except for major vessel ligation. Complaints included fluid collection (n=1) and pancreatic fistula (n=1). The results of this study showed that uas reduce ebl and can be an alternative device for cme in open dg for cancer.